Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient attended unit for treatment. Patient's PICC line had been blocked the previous day but staff in triage managed to get a flush through it. PICC was completely blocked the following day so had to be removed in the oncology department. On removal the nurse noticed a kink in the line. When flushed, there was an obvious fracture in the line. Exit site marking 6cm out. Device secured with a secureacath. Drug details: docetaxel. No other information was provided. Additional information: it was reported, internal length 40cm, exit site marking 6cm, securacath placed between 4cm-6cm. PICC site was cleaned with 2% chg in 70 % ipa chloraprep and dressed in j-loop back up the patient's arm. PICC used for oncology treatment, leak was internal. PICC was in situ for 9 days before leak. This patient had previously had similar event with first PICC. This report addresses the patient's first PICC.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported patient attended unit for treatment. Patient's PICC line had been blocked the previous day but staff in triage managed to get a flush through it. PICC was completely blocked the following day so had to be removed in the oncology department. On removal the nurse noticed a kink in the line. When flushed, there was an obvious fracture in the line. Exit site marking 6cm out. Device secured with a secureacath. Drug details: docetaxel. No other information was provided. Additional information: it was reported, internal length 40cm, exit site marking 6cm, securacath placed between 4cm-6cm. PICC site was cleaned with 2% chg in 70 % ipa chloraprep and dressed in j-loop back up the patient's arm. PICC used for oncology treatment, leak was internal. PICC was in situ for 9 days before leak. This patient had previously had similar event with first PICC. This report addresses the patient's first PICC.